Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that their insulin pump did not deliver enough insulin because their health care provider changed the sensitivity on their insulin pump. The customer stated that they treated their blood glucose with too much insulin and woke up with a low blood glucose level of 50 mg/dl. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.